Event description:
The customer reported that the unit shut down and alarmed while in use on a patient. The customer reported, there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply to correct the finding. Performance verification testing was completed and all tests passed per operating specifications.